Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had a corail placed (B)(6) 2016. Stem appeared to be put into varus. The stem subsided due to ho formation. The corail was removed as well as the head and liner and a reclaim construct was placed. It was also reported that there was a loosening of the implant at the non-cemented interface.